Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 19-jul-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from his right eye (od) due to dysphotopsia. There were no medical or surgical intervention required such as vitrectomy, sutures or incision enlargement. There was no patient injury reported. A replacement jnj intraocular lens different model was implanted. The patient is doing fine. No other information was provided.

Manufacturer narrative:
Corrected data: in further review of the file, it was noted that the manufacturing date of the lens (15-jul-2018) reported in the initial MDR was incorrect. The following section has been updated accordingly: section h-4 device manufacture date: 16-jul-2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.